Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was the patient was in a car accident and right away they noticed that their therapy was not working the way it was supposed to. Then maybe 3 weeks later after the car accident they really noticed their therapy was not working as intended and now it was not working. Patient stated that group a and c were not working and they did not believe it was affecting where it stimulated their legs. Pt said the only thing that worked was the stimulator or vibrator. The patient was redirected to their healthcare provider to further address the issue.